Event description:
On (B)(6) 2013 it was reported that spectrum infusion pump serial number (B)(4) would continue to alarm upstream occlusion during testing. The reporter attempted to calibrate the upstream sensor and the device signaled that it had a failed sensor. There was no patient involvement with this device.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.